Event description:
On (B)(6) 2013, the patient (pt) reported she had an eye infection and was using drops while wearing acuvue oasys lenses. No additional information was given at that time. Spoke with the patient again on 10/09/2013 and she stated that she had experienced an infection but does not remember which eye or date of occurrence. The patient stated she saw an eye care professional and was given medication, name and dosing was unknown. Spoke with the treating clinic on 10/10/2013, medical records received state: the patient has a history of dry eye. The patient was seen on (B)(6) 2013, c/o painful left eye (os) and the symptom was 'getting worse.' Patient rated the pain as an 8. Patient stated that she slept in her contacts and awoke with pain and the contacts were "stuck on." Patient reported photophobia and watering os va cc 20/25 os. Exam noted slightly swollen os lids, g2 injection os, corneal infiltrates os, mild edema, and os trace cells. Diagnosis was noted as superficial keratitis. Patient was given 1 gtt homatropine in the os in the office, prescribed tobradex st lgtt qid os, and advised to discontinue (d/c) contact lens wear. The patient rtc on 5/22, reported pain much better, pain is a 3, was experiencing a headache, slight photosensitivity and irritation. Va cc 20/25 -1 os. Exam noted mild lid debris ou, os diffuse g1 injection, .33mm infiltrate, temporal, scattered, edema surrounding the infiltrate. No cells ou. Diagnosis noted as unspecified superficial keratitis, improving. The patient was given 2gtt of 1% tropicamide os in the office and advised to increase tobradex st to 1gtt q3h os for two days and then qid until next office visit, continue d/c cl wear. The patient rtc (B)(6) 2013, photosensitivity/pain subsided. Patient reported dryness was worse, alleviated by artificial tears, but "only for about 10 minutes." Patient stated that her eye becomes itchy later in the day when dryness is worse. Exam noted mild lid debris, diffuse g1 injection os. Grade 2 papillae, corneal infiltrates temporally and inferior corneal neovascularization os, .25mm peripheral infiltrates of, trace edema os, and ac dq. Diagnosis was superficial keratitis. Patient was advised to continue the tobradex drops for the next 2 days and then she could return to cl wear. The patient was given artificial tears for dry eye and advised to rtc prn. The patient advised to no longer wear the lenses while sleeping and to frequently change case.

Manufacturer narrative:
A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).